Event description:
It was reported that an optiseal 7f introducer broke off when peeling down. Pieces broke in the pt's body, however, the pieces were able to be retrieved. This is the second time this has happened to the doctor.